Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with a diagnosis of peritonitis. Multiple attempts to obtain additional information were made without any success.